Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus with the protector tube and without inner outer adapters. Testing and inspection found: a broken off direction pin and dents on the outer tub. During testing and inspection, the following was also found: fiber breakage, scratches on the frame, dents on the funnel, chipped lens in the optical system. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use a locking piece broke off the device. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: a broken off direction pin and dents on the outer tub. This report is being submitted for the malfunction found during evaluation (broken or loose components on the outer tube).